Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The reagent lot number is 889226. The expiration date was not provided. The calibration and qc recovery data provided was acceptable. The field service engineer (fse) replaced the rinse laundry system, made various adjustments, checked all parts, and performed performance, mechanical, photometer, and cell blank tests successfully. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 3 patient samples on a cobas 6000 c501 module. The customer was prompted to repeat previously tested patient samples because their qc was out of specification. Sample 1 had an initial result of 160 umol/l. The repeat result was 76 umol/l. Sample 2 had an initial result of 107 umol/l. The repeat result was 47 umol/l. Sample 3 had an initial result of 205 umol/l. The repeat result was 143 umol/l. The repeat results were deemed correct.